Event description:
It was reported that a patient presented with over-sensing, resulting in inappropriate shock. This led to patient dissatisfaction and discomfort. Corrective programming changes were made. No further adverse patient consequences were reported.